Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one of the patient's leads moved or dislodged and they may need surgery to have another pacemaker. Follow up with the patient's following physician indicated that there were no issues with the implantable pulse generator (ipg) or a lead dislodgement. It was noted that there were high thresholds on the right ventricular (rv) lead. The patient will continue to be monitored. The rv lead remains in use. No patient complications have been reported as a result of this event.